Event description:
Facility alleged that upon initiation of treatment the patient c/o severe back pain. Dialysis was stopped without blood return. This was a 1st use dialyzer. The patient was given IV benadryl and the back pain lessened. The patient than developed sob, numbness and chest pressure and was taken to the hospital via ambulance. The dialyzer had a negative renalin residual test.